Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a low blood glucose level (bg) of 29 mg/dl cause was unknown. Customer attempted to self treat by consuming carboyhydrates. Emergency medical services were called and administered 250 cc's of dextrose intravenously. System check with tandem technical support confirmed that the pump was functioning as intended. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.